Manufacturer narrative:
Additional information: sections h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient has recovered and is using the device. Additional information regarding treatment details were not provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a dislocated magnet following an MRI. Head bandaging protocol was reportedly not followed. On (B)(6) 2025, the recipient reportedly underwent magnet replacement surgery.

Manufacturer narrative:
The recipient's wound area has reportedly not healed. Treatment is reportedly ongoing. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.